Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for pain, increased metal ion levels, metallosis, trunnionosis, and osteolysis. No labs were provided for the elevated metal ion levels. During the primary operation, a small fracture occured while impacting the stem. The fracture was cabled.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.